Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. Due to this we are unable to conduct an assessment to establish a relationship between the event reported and the device or determine a root cause on this occasion. A review of the device history was not possible on this occasion as no batch/lot number was provided. However, at this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history has been reviewed with similar instances recorded, these instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. Further guidance can be found in the IFU. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a renasys touch was in use on a patient with a very large wound in burn center. The negative pressure wound therapy was applied in the operating room and within a very short period the pump gave "canister full" alarms while they were not full at all. The treatment continued with the same device and there was no delay. No patient harm reported.